Manufacturer narrative:
This report is submitted on march 13, 2018.

Event description:
It was reported the patient experienced swelling at the implant site, pain and migration of the implant. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device.